Manufacturer narrative:
Additional information was provided in h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company (1.50cyl), 21.0 diopter (add power +2.2/+3.2) lens was replaced with a company monofocal, 20.5 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information was provided that the patient had pre-existing vitreous floaters, myopia, and presbyopia. No additional information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, patient had debilitating glare and halos. The lens was exchanged for an unknown monofocal intraocular lens 3 months and 2 days after the initial implant procedure. This report is associated with two complaints. This file is for right eye. Additional information received stating that the lens was exchanged with another model and diopter of same company lens.